Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with no damage in the external components. In addition, the foil pouch was received. The instrument was disassembled; upon disassembly the prongs of the fork were deformed causing the jamming and 20 straps were found inside cannula shaft. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and the absorbable straps were used. It was reported that the straps failed to insert into the tissue as they were indicated to do. It was also reported that the straps did not hold the mesh properly because they did not purchase correctly. It was reported that the surgeon assumed that something was wrong with the device and pulled a new product. There were no patient consequences.